Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The deviceis not available for evaluation. A follow-up report will be submitted if any additional information becomes available.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 5 while the hp was connected. All of the supply bags were empty, but there was solution in the heater bag. According to the hp, none of the bags became disconnected. The hc alarmed system error 2367 when the hp cycled the power for the first time. The hp had to cycle the power for the second time to clear the alarm. The hp was going to finish the therapy using manual bags. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.